Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that planning for l2-l5 with percutaneous incision following placement of 3 levels of xlif interbodies was completed by the surgeon and the manufacturing representative. The surgeon understood potential difficulties with registering due to the interbodies. During the procedure, segmentation was successful on the first try; however, registration had red values at l2 and l3 and yellow values at l4 and l5. The segmentation lines were adjusted and green registration values were achieved at every level. Close attention was paid to each level and no shifts or miss matches were identified during CT to fluoro matching. All trajectories were sent, drilled and k-wires were placed into the pilot holes. The surgeon used a drill guide anchor on every trajectory except for left l4 and both of the l5 trajectories. Intra-op imaging showed that the left l2 wires was slightly medial by about 5 mm and the right l2 and l3 wires were lateral by 5 mm. All other k-wires were accurately placed. The surgeon placed screws on the accurate trajectories first and then decided to try using the guidance system again. The surgical arm was resent to the left l2, right l2 and right l3 trajectories. The plan for the left l2 trajectory had been adjusted. Left l2 was able to be placed accurately. The right l2 and l3 trajectories were even more lateral than before and were 7 mm lateral. The surgeon decided to place the screws for right l2 and l3 freehand. The cause of the deviation was not determined. The surgeon was very careful about hand pressure and leaning on the patient. All of the trajectories were placed through mis incision and the grill guide was used to anchor the system at every level. There was no patient harm and the procedure was delayed less than an hour.